Manufacturer narrative:
This report is submitted on october 09, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced infection and necrosis at the implant site. The patient was initially treated with oral antibiotics for 10 days (date not reported). Subsequently the patient was treated with another oral antibiotics for 10 days and a topical antibiotic for a week.